Event description:
It was reported that migration of the lead was noted one day post implant. The patient reported diaphragmatic stimulation. Repositioning was unsuccessful. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.